Event description:
We have recently experienced a series of leaking uresil catheters. Patient #1; uresil catheter placed as exchange for existing cholecystostomy catheter. Upon flushing leaking found at hub. Catheter was then exchanged for another with no issues. Patient #2; it was discovered that the uresil catheter was leaking at the hub upon flush before it entered patient. Lot # 9f490. Second catheter placed without incident. Two days later, call team came in to replace leaking hub on same patient. No lot # on this catheter, but both cases were done in same room, so it is likely that the lot number for both catheters are the same.